Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming; and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming; and lockout functional, conforming. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was confirmed that reported "organge button would not lock into position" during surgery occurred. Three instruments were received, one in original unopened package. Devices were examined and would not arm as received. Obturator handle welds were measured and found to be skewed. Obturator handle is welded during assembly process.

Event description:
It was reported prior to a diagnostic laparoscopy, the scrub nurse noticed the 5mm trocars orange button would not lock into position. She opened several until two worked properly. There was no consequence to the pt.